Event description:
On (B)(6) 2016, (B)(6), a home hospice patient, was at home with her daughter present. She attempted to smoke while on 8 liters oxygen by nasal cannula. Resulting in a fire. (B)(6) is a long term smoker and is confused. (B)(6) and family caregivers have been instructed to watch her closely for this reason. Her nurse was contacted immediately after the incident and transferred to inpatient hospice. The hospice medical director was notified by the nurse. (B)(6) remained in patient for 24 hours for monitoring, burn/wound care and pain control, then transitioned home.